Event description:
Doctor was suturing fascia layer, when the CT-1 (36mm 1/2c taper needle) became bent out of its original form. Doctor made an attempt to reload/reposition the suture with the needle driver, at which point the needle broke cleanly into two pieces, away from the incision site, but remained on the sterile field. Pieces (2) were immediately identified and retrieved by both physicians and carefully returned to the surgical tech for counting purposes. There was no harm to patient or healthcare worker